Manufacturer narrative:
The investigation determined the service actions resolved the issue. There was no indication of a performance issue with the reagent as the qc recovery was within the acceptable ranges.

Event description:
There was an allegation of questionable results for multiple assays from the cobas pro c 503 analytical unit. The samples were repeated on another cobas pro c 503 analyzer. Examples were provided as follows: example 1 initial albumin result was 11.9 g/dl and the repeat result was 4.3 g/dl. Example 2 initial rfii result was 0.0 iu/ml and the repeat result was 14 iu/ml. Example 3 initial crphs result was 11.9 mg/l and the repeat result was 19.4 mg/l. Example 4 initial crphs result was 0.1 mg/l and the repeat result was 251 mg/l. Example 5 initial crphs result was 3.3 mg/l and the repeat result was 4.5 mg/l. Example 6 initial crphs result was 5.2 mg/l and the repeat result was 3.5 mg/l. Some of the questionable results were reported out of the laboratory and some were not. The customer was unable to specify.

Manufacturer narrative:
The reagent lot numbers and expiration date were requested but were not provided. The field service engineer found there was an issue with a solenoid valve which he replaced along with a rinse level needle valve. He replaced the reaction cells and the lamp. He verified the cell rinse levels and vacuum performance. He performed a cell blank and a hardware check with acceptable results. The customer ran qc.